Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 coding. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit had issue where the pinch valve did not go down smoothly when the foot pedal was pressed, but instead went down in small increments and the behavior of the smoke exhaust was strange. The issue was found during unspecified therapeutic procedure that was completed with same set of equipment. There were no reports of patient harm. Related patient identifiers:(B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.